Event description:
In 2003, a cypher 3 mm x 13 mm stent was placed in the left circumflex artery for 80% proximal stenosis. The following month, the pt was admitted for substernal chest pain, shortness of breath, nausea, vomiting and blood pressure in the 50's. Angiogram showed 100% occlusion of proximal circumflex system. The occlusion was successfully dilated.